Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The mid rca was pre-dilated with a 2.50mm x 20mm nc emerge balloon catheter. However, during third inflation at 18 atmospheres (atm) for 20 seconds, the balloon ruptured. The balloon was replaced with another 2.50mm x 20mm nc emerge balloon catheter, but also ruptured during third inflation at 20 atm for 20 seconds. After ballooning and stenting the distal rca, pre-dilatation was performed once more with a 3.25mm x 12mm nc emerge balloon catheter but it also ruptured during fourth inflation at 20 atm for 20 seconds. A 3.0x38 synergy xd was placed and post dilated with a 3.25x12 nc emerge balloon and the procedure was completed. There were no patient complications reported.